Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found no exterior damage to the device. The device's event history log was reviewed for evidence of the reported problem and found system fault: acu watchdog" in the log. To conduct functional testing the device was powered up and had an audio test and occlusion test performed. Upon review, the reported problem was unable to be duplicated and no problem was found. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited an auxiliary control unit, and watchdog error. Patient involvement is unknown. No adverse patient effects were reported by the customer.